Event description:
It has been reported to philips that the system started; however a message please wait appeared. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was starting but a "please wait" message is displayed on the equipment. The fse identified the host pc baseboard management controller (bmc) was faulty and replaced the host pc. After replacement of the host pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.